Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) was not placed due to an inability to interrogate the device. An alternate ipg was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Hybrid analysis confirmed the reported intermittent telemetry failure. However, mechanically opening the device caused a power on reset and the device became fully functional. The observed telemetry anomaly could not be reestablished. If information is provided in the future, a supplemental report will be issued.